Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to run the user test, their device re-boots itself and will not print out the results. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to run the user test, their device re-boots itself and will not print out the results. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.